Event description:
It was reported that the handpiece overheated during routine preventative maintenance testing by the manufacturer. This did not occur during any surgical or medical procedure, so there was no patient involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with a worn button and slide lock, both of which were replaced.